Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A investigation was conducted on 09/09/2019. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the harvesting handle as well as on the base of the jaws. The silicone insulation from the middle of the cold jaw to the tip was peeled away, exposing the metal portion of the cold jaw. The peeled silicone was not returned for evaluation. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled" was confirmed, as well as for the analyzed failure "material twisted/ bent".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.